Event description:
Per the clinic, the patient developed an infection at the implant site and subsequently was treated with oral and topical antibiotics (specific date and duration not reported). There are plans to explant the device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
This report is submitted on january 18, 2024.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2024. There are no plans to reimplant the patient with a new device as of the date of this report. This report is submitted on march 26, 2024.